Event description:
It was reported that, during implant, the lead was placed and the threshold measurement was insufficient. After the second placement, the impedance was high. The third placement led to an even higher impedance. The helix was extended and showed a sudden jump as opposed to gradual movement. The lead was not able to be implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed. Further testing revealed that the proximal conductor was distorted, blood was in/on helix mechanism, and there was apparent explant damage.